Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.